Event description:
Information received indicated the siderail would not lock.

Manufacturer narrative:
The hill-rom technician found the metal bracket was slightly bent. He bent the bracket back into proper position to resolve this issue.